Event description:
It was reported that the patient's controller was melting and that the battery was leaking. No impact to blood glucose levels was reported. Medical treatment was not required. The patient was provided a replacement controller. The patient reported they have insulin injection pens to use, until their new controller arrived.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.